Manufacturer narrative:
The device was received for evaluation on 6/12/2019. The reported complaint was confirmed. Testing found signs of burn and smell on the power supply due to a defective power supply. The device was disassembled and the power supply was replaced. The device was set to run and it operated as intended. The probable cause was due to defective power supply.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a plum 360 pump that was reported to be smoking while in use on a patient. The customer reported to find an opening on the power supply board to be the source of the smell. The pump was immediately swapped, there was no delay in critical therapy. There was no adverse event and no harm reached the patient.